Event description:
It was reported that a device experienced a system error 105. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.